Event description:
During the case, the needle tip broke. The surgeon made an incision and successfully retrieved the needle tip fragment from the joint space. The surgeon reported that he has seen the patient since the procedure has no patient concerns. No patient injury has been reported. A manufacturing lot review could not be performed because the lot number has not been received. The user discarded the device. Because the device was not returned, additional evaluation cannot be performed.